Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported a sudden change in therapy which started 3 months prior to the call. At the time of the call the patient did not feel stimulation, but troubleshooting could not bedone because the patient did not have their patient programmer (pp). Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the patient was having "accident one right after another with her programmer" and the patient had a "tickle cough." A later call from the patient reported that they felt ill all of last week and that they felt lethargic and that once she got moving she felt better in the evening.

Event description:
Additional information was received regarding the patient who indicated that they were having accidents in that they were wetting the bed and having to change clothes because she does not make it to restroom. The patient was frustrated. The therapy issues reported were confirmed to be the same issues reported previously. Patient status is unknown at the time of this report. There were no further complication reported or anticipated. Event summary:

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a return of symptoms over the last year and a half. For ¿at least close to a year¿ the patient had been experiencing leakage, 5 accidents per day. Troubleshooting included having the patient connect to their implant; they were at 6.6v with stimulation turned off. It was reviewed that they were not receiving therapy. The patient was instructed to lower the stimulation to 1.0v before turning stimulation on. Once stimulation was turned on, the patient increased it until they could feel it. They mentioned that it was ¿making them feel like they had to go, but they didn¿t feel the vibrations.¿ they increased all the way to 8.5v and reported that they only felt it faintly, but the location of the stimulation was in the correct area, ¿right on it.¿ it was reviewed that stimulation would be expected to be felt strongly at 8.5v. It was recommended that they leave stimulation on, but lower stimulation down to 4.5v, and monitor their symptoms. It was also recommended that they follow up with their healthcare provider about their symptoms, not feeling stimulation strongly, and to have their device checked. No further patient complications are anticipated or expected as a result of this event.